Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent b button and act button due to moisture damage on keypad traces. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Doctor reported via phone call that the insulin pump alarmed button error and the act button was not responding. Blood glucose value is unknown. It was stated that the customer initially removed the battery overnight and the buttons would start working but then it became completely unresponsive. It was advised the insulin pump would be replaced and agreed to return the product for analysis.